Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2020, cerebrovascular accident was noted on (B)(6) 2020 post extubation from the ventilator. Patient had signs and symptoms of a cerebrovascular accident. Head computer tomography showed a non hemorrhagic ischemic cerebrovascular accident to right frontal lobe. Unable to have MRI completed due to having vad. Patient with profound aphasia but able to move all extremities. Patient had signs of aphasia but able to move all extremities. No change to plan of care at this time. Patient remained on heparin IV. Patient's ischemic frontal lobe stroke converted to a large hemorrhagic stroke. Patient receiving heparin at the time of conversion. Care was withdrawn after large hemorrhagic stroke. Patient expired on (B)(6) 2020.